Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, before the first firing the scrub tech was applying buttressing material on the reload cartridge, shut the jaws, waited a few seconds, and the jaws of the device would not open again. The device had not entered the surgical field. The device was set aside and another like device was used for the procedure. There was no patient involvement and no patient consequence.

Manufacturer narrative:
(B)(4). Batch # p5681u. The analysis found that one psee60a device was returned with no apparent damage and with a gst60g cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.